Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The lot history record could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of pain and stenosis are listed in the supera instructions for use as known patient effects. Based on the case information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2017, two supera stents were implanted in the superficial femoral artery (sfa). Several weeks later, the patient had leg pain at rest. CT scan of the patient found restenosis in the 5.5 diameter supera stent. The 6.0 diameter supera stent was fully patent. The patient will be scheduled for a femoral-popliteal bypass surgery. No additional information was provided.